Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
The customer reported the salem sump anti-reflux valve broke in half with the blue portion trapped in the patient's nasogastric tube and had to be removed with a kelly clamp.